Event description:
It was reported that a patient had an infection in 2003 and "the probes had been removed and replaced." The issue was resolved and she was currently getting good therapy. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID neu_unknown_lead, product type lead.